Manufacturer narrative:
This field action only includes alinity ci-series system control modules which are configured with alinity I processing modules (ln 03r65-01). Correction/removal report number = 3002809144-06/13/19-007-c. A product correction letter was issued on 10jun2019 to all worldwide alinity ci scm customers configured with the alinity I processing modules. The letter notifies the customer that the alinity ci-series software version 2.6.2 will be released to resolve the issue and instructs the customer on operational steps to take that will prevent the issue from occurring.

Event description:
Abbott laboratories has identified an issue with all on-market versions of alinity ci-series software where incorrect results may occur after a system stop due to the alinity I re-use of reaction vessels (rvs). The following specific sequence of events must take place to experience this issue: the system is processing tests. A processing module stop event occurs. The stop event can be system initiated or due to an operator request to stop the system. The operator requests a start on the module that stopped. The system performs an initialization to transition to idle state. The operator requests a run to transition the system to running. This issue only occurs if the system is transitioned from processing to stopped to idle. There have been no reported injuries related to this issue.